Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the ureteral stent was opened on the clinical operating table, it was found that the stent was broken and another stent of the same specification was replaced to complete the operation.

Event description:
It was reported that when the ureteral stent was opened on the clinical operating table, it was found that the stent was broken and another stent of the same specification was replaced to complete the operation.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was provided with the bard inlay pouch in a large ziploc bag. The suture and pigtail straighter were not provided. Visual requirements state to use unaided eye at 12" to 18" distance under normal room lighting. When evaluating the sample, it could be seen that the sample had been removed from all original packaging including the perforated bag. The separation took place on the body of the stent. The stent appears to be cut due to the marking and flash still attached to the sample. The suture and pigtail straighter were not provided. Dimensional evaluation noted dimensional requirements state the od is to be 0.061" ± 0.002", tip ID to be 0.039" ± 0.002", guidewire to be 0.035" ± 0.001", tube ID to be 0.040" +0.002" -0.001". The sample passed all dimensional requirements. The od measured at 0.0629" and 0.0627" using a laser micrometer. The tip ID was measured using a 0.039" pin gauge. A 0.035" guidewire passed through the sample with no hesitation. The tube ID where the separation occurred was measured using a 0.040" pin gauge. Although an exact root cause could not be determined a potential root cause could be user does not handle with care, bends sharply. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.